Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Expected results are 120-130mg/dl - fasting. Strip expiration date is 06/30/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Back to back blood test performed and results are 93mg/dl and 101mg/dl - fasting. Reviewed meter memory: the 80mg/dl (B)(6) 2015 11:15:00 am fasting:yes. Customer does not take any medication to manage his diabetes. He has had no changes in his diet.